Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: transseptal puncture needle product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient experienced a sudden drop in blood pressure occurred after the balloon catheter and mapping catheter were inserted into the left atrium. The patient's heart rate slowed.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter, product ID: 2ach20, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade. Pericardiocentesis was performed and the patient was kept under observation in the intensive care unit (ICU) for a period of seven days. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the 4fc12 sheath with lot number 0012741786 were returned and analyzed. The returned image from the field showed a patient monitoring screen for different constants. A video was returned and showed medical devices and a guide wire inside a patient under fluoroscopy. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.36 inches from the tip. Visual inspection of the shaft area was performed. The inspection identified a shaft discoloration at distal tip. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The flushing test showed the pressure decay in the device was in an acceptable range. The aspiration test with negative pressure showed the pressure decay in the device was in an acceptable range. A performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the clinical issue could not be confirmed through analysis. The sheath failed the returned product inspection due to the shaft kink/ twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.